Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.

Event description:
--